Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dyspnea and hypersensitivity are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that since implantation of a 3.0x15 rx xience alpine drug-eluting stent in the circumflex coronary artery on (B)(6) 2016, the patient immediately began experiencing, and is still experiencing shortness of breath, sometimes gasping for air. The shortness of breath was treated with medications (brilinta ticagrelor and potassium tablets) with no changes in shortness of breath difficulty. The patient recently discontinued this medication with only very slight improvement in shortness of breath and still gasps for air at times. As the patient has a known latex allergy, the patient suspects a possible allergy to a component of the drug or metal of the stent. A follow-up appointment with the physician on (B)(6) 2017 determined that the physician felt that the brilinta ticagrelor may be contributing to the patient symptoms and switched the medication to effient. As of (B)(6) 2017, an additional follow-up visit with the physician determined that since the medication change, the patient only showed slight improvement of symptoms, but symptoms continue to persist. The patient will continue to be monitored by the physician and manage medications as needed. No additional information was provided.